Event description:
Explanting physician later reported rupture. The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii, and rupture. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed additional, changed, and/or corrected data: h6.

Event description:
Explanting physician reported removal of device has been scheduled. Explanting physician reported capsular contracture baker grade iii. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation capsular contracture baker grade iii.